Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and found failure analysis confirmed error 25745 indicating an unstable patient clearance down (tornado) button. Testing on a golden system showed the button was unresponsive, replicating the reported issue. Testing on the patient side cart fixture test platform confirmed the tornado down button failure. Aba testing identified the axes controller spar button 3 printed circuit assembly as the source of the fault. The probable root cause in this case is attributed to the axes controller spar button 3 printed circuit assembly. This issue was resolved by replacing the usm. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, that the customer indicated an issue with universal surgical manipulator 1 (usm1), where the silver patient clearance button would not allow down movement. The usm's down movement was functioning, but it would not move up, and the customer continued with the surgical procedure. The customer received phone assistance from the technical service engineer (tse). Tse reviewed the system logs and found no related errors. The procedure was completing as planned with no reported injury.